Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Approximate age of device -- 15 days. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018 it was reported that the patient exhibited mucopurulent pulmonary secretions. Bronchial cultures were done on (B)(6) 2018 and only show candida albicans which is usually colonized. Recent cultures show no growth in blood. Interstitial changes in the lungs have not worsened. Chest x-ray on (B)(6) 2018 shows improved lung opacities which may have been mucous plugging. White blood cell (wbc) count remains normal. The patient showed right pleural effusion and had an open chest wound. The patient also had candida albicans from this culture on (B)(6) 2018. Many polymorphonuclear neutrophils were noted. Wound vac was placed. On (B)(6) 2018 bronchoscopy cultures, (B)(6) 2018 blood cultures, (B)(6) 2018 sputum cultures, and blood from a-line all showed candida albicans. On (B)(6) 2018 sputum cultures also showed cupriavidus paululus. On (B)(6) 2018, the patient continued liposomal amphotericin b (l-amb) for 6 weeks through (B)(6) 2018. This was followed by chronic suppression with fluconazole and monitoring of electrolytes. The patient continued tigecycline through (B)(6) 2018. Stenotrophomonas sensitivities were pending to this disseminated candida blood and sternal wound. Intravenous amphotericin b was completed (B)(6) 2018 and the patient continued on chronic suppression with oral fluconazole 200mg daily.